Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard ventralex st (device 1) implanted on (B)(6) 2014. There is no allegation related to the ventralight st (device 2) implanted on (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st, patient was diagnosed with seroma, adhesion, inflammation, fibrosis, material deformation and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, adhesion, inflammation and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10 this supplemental emdr represents the bard/davol ventralex st (device #1). Additional emdr's were submitted to represent the bard/davol ventralex st (device #2) and bard/davol ventralight st w/ echo (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with subxiphoid epigastric incisional hernia thereby underwent open repair with implant of ventralex st meshes (device #1 & #2). Per operative notes, ¿the hernia sac was dissected, because of the hernia size two large ventralex st meshes (device #1 & #2) were placed in the upper portion of the incision in subfascial plane with tails sewn to fascia and the rims of the meshes lie beneath the inferior aspect of the incisional hernia overlapped the costal margin.¿ on (B)(6)2015 - patient had post up visit with complaint of swelling in the subxiphoid area. On (B)(6) 2015 - patient underwent ultrasound guided catheter drainage of subxiphoid fluid collection, which was viscous clear yellow fluid likely represents seroma, there was persistent subxiphoid ventral bulging which may represent a recurrent hernia. On (B)(6) 2015 - patient was diagnosed with recurrent subxiphoid hernia thereby underwent robotic assisted repair with removal of old mesh (device #1 & #2) and implanted with ventralight st mesh using echo ps (device #3). Per operative notes, ¿aspirated straw-colored fluid from the hernia sac, taken down several omental adhesions in the area of prior hernia repair and the hernia sac was excised. The old mesh appeared to have rolled back from superior margin. The superior border of lower one sewn to the inferior border of upper one was intact. The mesh was dissected where it was sewn to fascia on either side. The mesh (device #1 & #2) was completely removed from the patient. Since the smaller piece would not provide adequate coverage, a large ventralight st mesh was placed using echo ps (device #3) in the central portion of the defect to the costal margin and tacked.¿ on (B)(6) 2015 - patient was diagnosed with seroma in upper abdomen thereby underwent excision. Per operative notes, ¿there was seroma near the completely incorporated mesh. The fluid within seroma was thin yellow fluid which did not appear to be infected, and the seroma was completely excised.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent complex repair with component separation and mesh reinforcement. Per operative notes, ¿the mesh had pulled away from the surrounding tissue and had defects in several areas particularly on the right side there was hernia sac contained mostly omentum. There were several other small holes around the insertion site of mesh therefore a synthetic mesh was placed to cover the entire repair.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, and seroma. It is also alleged that the failure of mesh to incorporate and to maintain hernia repair; mesh rolled back from the superior margin; inflammation; need for hospital procedure to drain subxiphoid fluid collection s/p repair of hernia with mesh; need for additional surgery to remove old mesh and repair mesh that had pulled away from surrounding tissue and which developed holes; repair recurrent hernia; necrotic fibrofatty tissue with chronic inflammation and giant cell reaction; seroma drainage x 2 with surgery to remove it; recurrent abdominal wall hernia incarcerated with fat and wall of transverse colon per CT.